Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, damaged monitor case) has been confirmed. Upon investigation, the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle. The cause of the code 204 is the damaged receptacle. Additionally, the monitor was unable to power on due to a contaminated j1, causing intermittent contact with a battery. The root cause for the damaged receptacle was excessive force. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and that the belt receptacle was damaged.